Manufacturer narrative:
As reported, the patient had an unknown cordis inferior vena cava (ivc) filter implanted for the treatment for a right side deep vein thrombosis. Per the medical records, the patient has a history of deep venous thrombosis in the right lower extremity, anemia, substance abuse, and seizure disorder. The filter was inserted via the right femoral vein and no complications were reported. The device that was implanted into the patient¿s right common femoral vein. The device in the patient was positively identified in a subsequent evaluation by a physician on a scan seven years eight months and fourteen days after implantation. The scan noted that the patient¿s ivc filter had its tip located two and one-half centimeters (2.5 cm.) Below the renal veins. There was additionally a twenty-three (23) degree anterior tilt to the filter. This scan confirmed that the patient¿s cordis filter had tilted. Per the patient profile from (ppf), the patient also reports psychological and mental anguish and fear. The patient is on medication for depression. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported through the legal department, the patient had an unknown cordis inferior vena cava (ivc) filter implanted for the treatment for a right side deep vein thrombosis. The device was implanted into the patient¿s right common femoral vein. The device in the patient was positively identified in a subsequent evaluation by a physician on a scan seven years eight months and fourteen days after implantation. The scan noted that the patient¿s ivc filter had its tip located two and one-half centimeters (2.5 cm.) Below the renal veins. There was additionally a twenty-three (23) degree anterior tilt to the filter. This scan confirmed that the patient¿s filter had tilted. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department, the patient had an unknown cordis inferior vena cava (ivc) filter implanted for the treatment for a right side deep vein thrombosis. The device that was implanted into the patient¿s right common femoral vein. The device in the patient was positively identified in a subsequent evaluation by a physician on a scan seven years eight months and fourteen days after implantation. The scan noted that the patient¿s ivc filter had its tip located two and one-half centimeters (2.5 cm.) Below the renal veins. There was additionally a twenty-three (23) degree anterior tilt to the filter. This scan confirmed that the patient¿s cordis filter had tilted. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.